Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.208" x 0.631" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of this failure is typically attributed to user mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, the cadiere forceps had a missing second forcep of grasper. There was no report of patient involvement.